Manufacturer narrative:
(B)(4). This is a duplicate of MDR # 3030677-2015-02228 on pr (B)(4). The device investigation is pending the return of the device for investigation.

Event description:
It has been reported that the AED did not pass self diagnostic check.